Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated/migration of essure device (endometrial cavity),") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("complications during menstruation"), procedural pain ("painful post-operative recovery") and ovarian cyst ("other injuries or complication (s) (right ovarian cyst)."). The patient was treated with surgery (bilateral salpingectomy removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, procedural pain, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. On (B)(6) 2010, the patient had been performed ultrasound, was showed a foreign body in the intrauterine cavity, that doctor had informed the essure coil had likely migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, patient demographic information, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, stop dated, new events abnormal bleeding (vaginal, menorrhagia) and other injuries or complication (s) (right ovarian cyst) were added. The event migration of essure device (endometrial cavity) clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated/migration of essure device (endometrial cavity),") in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced pelvic pain ("pelvic pain/pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and ovarian cyst ("other injuries or complication (s) (right ovarian cyst)."). On an unknown date, the patient experienced menstrual disorder ("complications during menstruation"), procedural pain ("painful post-operative recovery") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy removal of fallopian tubes, hysteroscopy). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the device expulsion, menstrual disorder, procedural pain, vaginal haemorrhage, menorrhagia, ovarian cyst, abdominal pain upper, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure performed-laparoscopy with drainage of right ovarian cyst, fulguration of bilateral tubes to ensure ligation, operative hysteroscopy with removal of essure coil, sharp dilatation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion; in 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received: new event dysmenorrhea (cramping) and new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated/migration of essure device (endometrial cavity),") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("complications during menstruation"), procedural pain ("painful post-operative recovery"), ovarian cyst ("other injuries or complication (s) (right ovarian cyst).") And abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, procedural pain, vaginal haemorrhage, menorrhagia, ovarian cyst and abdominal pain upper outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, device dislocation, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure performed-laparoscopy with drainage of right ovarian cyst, fulguration of bilateral tubes to ensure ligation, operative hysteroscopy with removal of essure coil, sharp dilatation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. On (B)(6)2010, the patient had been performed ultrasound, was showed a foreign body in the intrauterine cavity, that doctor had informed the essure coil had likely migrated in 2007-patient had a confirmatory hsg, which confirmed bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: essure was inserted on (B)(6) 2005. Essure confirmation test was performed on (B)(6) 2005 (previously reported 2007) and the result showed total bilateral occlusion. The event stomach pain (severe intensity) was added. It was reported that patient underwent a hysteroscopy on (B)(6) 2010. Patient has recovered from event pelvic pain shortly after essure removal. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated/migration of essure device (endometrial cavity),") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish,"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and ovarian cyst ("other injuries or complication (s) (right ovarian cyst)."). On an unknown date, the patient experienced menstrual disorder ("complications during menstruation"), procedural pain ("painful post-operative recovery") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy removal of fallopian tubes, hysteroscopy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, procedural pain, vaginal haemorrhage, menorrhagia, ovarian cyst, abdominal pain upper, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure performed-laparoscopy with drainage of right ovarian cyst, fulguration of bilateral tubes to ensure ligation, operative hysteroscopy with removal of essure coil, sharp dilatation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. On (B)(6) 2010, the patient had been performed ultrasound, was showed a foreign body in the intrauterine cavity, that doctor had informed the essure coil had likely migrated in 2007-patient had a confirmatory hsg, which confirmed bilateral occlusion . Most recent follow-up information incorporated above includes: on 10-aug-2018: pfs received: new event depression and mental anguish, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient started essure (ess205). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/ intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("complications during menstruation") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to locate and remove essure). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and procedural pain outcome was unknown. The reporter considered device dislocation, pelvic pain, menstrual disorder and procedural pain to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure device migrated (seen as device dislocation). A surgery to locate and remove essure was done. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy, there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical essure removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure device migrated (seen as device dislocation). A surgery to locate and remove essure was done. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical essure removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.